Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was 120 mg/dl. The customer reported that the device was exposed to pool water. The customer was by a pool and the pump was splashed with water. Customer stated the pump display went blank immediately after pump exposure to moisture. Customer stated a constant tone is occurring. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that we are shipping a replacement pump.

Manufacturer narrative:
The insulin pump was received with no button response on the act button due to the connector on the lcd board half unlocked during our visual inspection; connector was locked in place and buttons functioned. Moisture damage was found on all electronic assemblies noted. Corrosion was found on the vibrator motor and motor assembly noted. However, no unexpected audio or beep anomalies, watchdog alarms, blank display anomalies or off no power anomalies noted during our testing. The insulin pump passed pump self-test, rewind test, off no power test and a21 error test. The operating currents are within specification. The insulin pump had minor scratches on the lcd window, cracked lcd window, cracked case at the display window corners, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.